Event description:
It was reported that syringe 20ml e/t contained foreign matter. The following information was provided by the initial reporter: "I noticed today that bd plastipak 20ml and 30ml syringes presented with a clear liquid substance residue inside once plunger was pushed up fully and drawn back prior to use."

Manufacturer narrative:
H6: investigation summary: several samples have been provided to our quality team for investigation. Upon visual inspection, no defects or signs of excess silicone can be observed inside the syringe. A device history review was performed for reported lot 2007109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Testing was performed on the returned samples, results verified the amount of silicone was with the required limits. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. It is possible the silicone noted by the customer was a result of poor distribution of the material inside the barrel. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml e/t contained foreign matter. The following information was provided by the initial reporter: "I noticed today that bd plastipak 20ml and 30ml syringes presented with a clear liquid substance residue inside once plunger was pushed up fully and drawn back prior to use. "